Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Prior to insertion of the wds, there was a clot formation noted in the was sheath. 17,000 units of heparin had been given before the device had been inserted. The clot was removed from the sheath and many syringes were aspirated with no further clot, so the physician continued with procedure. After the closure device was deployed, the physician noticed that there was a clot at the tip of the sheath that possibly came from inside the was sheath. The closure device was then successfully released meeting all position, anchor, size and seal (pass) criteria. Another transeptal puncture was made, and an additional was sheath was used to perform a mechanical aspiration using an aspiration catheter system. A computed tomography (CT) scan was completed after the procedure. The physician reported the CT looked normal. The patient was sent to the intensive care unit (ICU) for monitoring overnight and was discharged home the next day. There were no patient complications reported.